Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record for the pertinent lot was performed and no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints have been reported for this same lot.

Event description:
It was reported to boston scientific corp that a speedband superview 7 multiple band ligator was used during a treatment procedure for a very large esophageal varices in late 2008. According to the complainant, seven bands were deployed, 4 bands stayed on and 3 slipped off of the varices. The procedure was completed with this device. The three bands that fell off were not removed from the pt. There were no pt complications reported as a result of this event. The pt's condition was reported as "stable".